Manufacturer narrative:
The product has not been returned to the manufacturing site. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient complained about near vision. The iol was exchanged for a different model iol in a secondary procedure due to the patient¿s dissatisfaction.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information was provided that non-toric lens was replaced with a toric lens . The manufacturer internal reference number is:(B)(4).